Manufacturer narrative:
Patient dob/age is unknown. This information was not available from the facility. The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6)/study name: saver: patient ID# (B)(6). PMA number is not applicable. The device is commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the left mid distal sfa. Approximately 2 months post index procedure, the patient expired, caused by acute respiratory insufficiency due to choking and aspiration pneumonia after a bilateral cerebellar cva.